Event description:
Initial reporter indicated to a cyberonics representative that their programming wand would "not communicate consistently." The programming wand was returned to manufacturer for analysis. Product analysis indicated that the serial data cable, which produced communication errors, had intermittent conductors. A known good bench serial data cable was substituted and a known good bench battery was installed and all communication errors cleared.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a serious injury or death.